Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot =null. Device history batch =null . Device history review =null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address pain, squeaking, osteolytic defects and osteolysis. Operative note reported white yellow caseous filling in the joint, slightly black stained in the synovial, head there was black deposit and corrosion. Acetabulum there was staining of the synovium with dark gray discoloration, lytic defects and yellow soft osteolytic tissue. Surgical pathology report synovial tissue with reactive changes and chronic inflammation and pigmented foreign material and foreign body giant cell reaction and osteolysis left acetabulum excision. Synovial lining, tan pink to gray brown, acetabulum left osteolysis, tan white to brown there is a small amount of admixed hemorrhagic material and tan white grumose material. Chromium level reported above 7 ppb.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) used to capture the surgical intervention, medical device removal and blood heavy metal

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient was revised for pain. Removed asr cup and asr head and adaptor. Replaced with a 54mm gription sector cup and +4 neutral altrx liner and a 36+ 5 cocr head. Left hip revision.